Manufacturer narrative:
5076-52 lead implanted (B)(6) 2014; 5071-53 lead implanted (B)(6) 2014; 4968-35 lead (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.